Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 190 mg/dl. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.